Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a worsening right heart failure and inotropes were initiated. On (B)(6) 2024, the patient passed away.

Manufacturer narrative:
E1: customer site was (B)(6). Contact: dr. (B)(6), healthcare professional - surgeon, phone number: (B)(6). Reporter email was not available for both sites. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had an infection that contributed to their death.

Manufacturer narrative:
Section a: age and date of birth corrected. Section b3: event date corrected. Section d1, brand name: corrected. Section d4, model and catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. (B)(6) was returned assembled with the pump cable cut approximately 5¿ from the pump header. A distal portion of the pump cable measuring approximately 10¿ was also returned. The modular cable was not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief disengaged from the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, the presence of loosely coagulated blood was observed within the pump cover, sealed outflow graft, graft attachment. The blood was soft, unstructured, and exhibited no areas of denaturation. These formations appeared to have formed acutely and did not appear to have been present during support. Examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient admitted for right heart failure from (B)(6) 2023. On (B)(6) 2023, the patient developed a fungal infection and urinary tract with positive blood cultures and was treated with drug therapy. Additionally, the patient developed right heart failure and had symptoms of peripheral edema and ascites. Right heart failure existed before the left ventricular assist device (lvad) implant. It was not thought device related issue caused or contributed to the right heart failure. However, when the lvad was implanted, it resolved the left ventricular failure while the right heart failure became apparent. The death was not considered to be device or therapy related and the device operated as expected.